Event description:
It was reported that during a hepatectomy procedure, an error 5 was displayed in about 2 hours. When the nurse was going to clean the blade, the blade was broken off. As the blade was broken off on the mayo table, it did not fall into the pt's body. No piece was left in the pt. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.